Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. In addition, it was reported that a cartridge did not fit onto the pump. During troubleshooting with tandem technical support, the pneumatic tap screws were observed to be sticking out. The customer's blood glucose level ranged from 103-215 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.